Event description:
The pt underwent an uneventful percutaneous tracheostomy on 1/10/97 and developed high airway pressures on 1/11. Viewing through a bronchoscope, copious right lung secretions were seen and the tip of the tracheostomy tube was partially obstructed by the anterior tracheal wall. Attempts to reposition the tube to alleviate the obstruction were unsuccessful and the percutaneous tracheostomy tube was replaced with another MFR's #8 tube. The pt was not injured.